Event description:
The hcp reported a patient was hospitalized one week following a pump refill with possible withdrawal and/or a urinary tract infection. When the patient returned home from their refill they reported shortly after they felt " loopy". The patient reportedly felt better the next day. The drug used in the pump is morphine 25mg/ml. The hcp reports the dose is 40 mg/day. The patient then presented with possible withdrawal. No specific symptoms were reported. The patient presented to the clinic. When the clinician aspirated the pump there was no drug found in the reservoir. Indicating a possible pocket fill from the previous refill procedure. The expected reservoir volume was 30 mls. The hcp confirmed the needle did not fill right when it was withdrawn. Additional information has been requested from the hcp but was not available on the date of this report. A follow up report will be sent when additional information is received.